Manufacturer narrative:
(B)(6).

Event description:
It was reported that after the insertion of the first anchor in the meniscus, the white sleeve has been disconnected from the handle and the second anchor was disassociated from the support. A backup device was available to complete the procedure with no delay or patient injuries.